Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 04feb2021. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 4 "system monitor" outlines all system monitor operations and alarm messages. The instructions for use states: "use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. After the countdown, the stopping pump message appears. The countdown lasts for approximately 10 seconds. Initially, the warning: low speed advisory alarm and then the low flow hazard alarm appear, both without an audible alarm. When the countdown nears zero, the pump off alarm appears, accompanied by a continuous audible alarm after the pump is off. Important! - during the pump stop countdown, an audible alarm sounds after approximately two seconds of holding the pump stop button. When the pump off alarm appears, a continuous audible alarm sounds." Section 7 "alarms and troubleshooting" outlines all system alarms and the recommended actions associated with them. Review of the log file data provided by the account confirmed a transient pump stop event due to the pump stop button being pressed. The controller event log file contained relevant data spanning from (B)(6) 2021 at 10:07:46 to (B)(6) 2021 at 16:12:18, per the timestamp. The beginning of the relevant portion of the log file captured the initialization of the system during the implant procedure. The pump operated as intended at the stored patient speed until (B)(6) 2021 at 06:55:38 when an intentional pump stop event was recorded. This event had corresponding low flow and lvad off alarms. The pump was stopped for approximately 2 seconds during this event. Following the event, the pump speed ramped up to the stored patient speed without issue and the pump operated as intended at the stored patient speed for the duration of the log file. No other unusual events were recorded, and despite the intentional pump stop event, the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer¿s report MFR: (B)(4). It was reported that the patient's device was experiencing low flow alarms and a pump stop alarm. The patient was laying in bed, no activity, watching tv in the hospital. Reports no audible alarm, but did feel lightheaded momentarily. The patient was on the power module at time of alarm/pump stop. Log files of the event were submitted which noted on (B)(6) 2021 at 0655 the pump stop button on the system monitor was pressed which stopped the vad for approximately 3 seconds then resumed back to normal operation. A low flow event was noted while the speed was ramping up. Additional information was received that reported the nurse obtained the patient's vital signs and charted the patient's current lvad numbers from the beside monitor display on the clinical tab. The nurse attempted to press on the screen to get into the second tab at the top of the screen to access the settings menu to verify hematocrit. At this time the bedside monitor stopped responding to finger presses on the screen correctly. It was reported the monitor had been working without error overnight. The patient was awake and observing the nurse's inability to navigate the display and tabs correctly. The nurse without pressing the screen on the corresponding tab, had unintentionally changed the display to the history tab. None of the six tabs at the top of the screen (or any other parts of the screen) were able to be accessed normally with deliberate presses to the screen, and when this nurse touched the *center* of the screen, this nurse was able to navigate back to the clinical tab (which should be accessed by pressing the far upper-left corner of the screen). Upon returning to the clinical tab, the pump flow display section had been toggled to off without this nurse deliberately choosing to switch off that portion of the clinical screen, so no real-time numbers were being shown for the pump flow. This nurse then checked patient¿s controller which verified the patient¿s settings were correct and that the pump was still functioning normally. The patient remained awake and alert the entire time. At no time did this nurse press pump stop at the bottom of the screen on the settings tab. At the shift change for the unit began and this nurse performed bedside report with the oncoming day-shift nurses. This nurse showed the bedside monitor to the oncoming nurses and demonstrated the screen¿s inability to register finger presses correctly or to navigate through the different tabs of the screen purposefully. The oncoming nurses obtained a second bedside monitor with a properly functioning screen and switched patient over to the new monitor. This nurse verified with day-shift nurses that the new monitor was functioning normally. The cause of the low flow alarms was reported by the hospital as due to the glitch on the monitor caused an accidental press of the pump stop button but was not pressed long enough to permanently stop the lvad. No additional treatment was required.